Manufacturer narrative:
H3 device evaluation - the lock screwdriver was visually examined. The tip is fractured with the fracture highly skewed relative to the driver's longitudinal axis. This type of fracture is typical of driver's levered on while applying torque. Multiple fracture planes are present. It is unclear if prior high loading conditions contributed to this subsequent failure. Review of device history records found a total of thirty-one (31) pieces of this lot released for distribution on 6/3/2021 (8 pcs) and 6/26/2021 (23 pcs) with no deviation or anomalies that would relate to the reported failure. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective action is recommended.

Event description:
It was reported that the patient underwent a procedure on (B)(6)2025, utilizing the reform pedicle screw system. Subsequently a revision procedure was performed on (B)(6)2025. To extend the existing construct. During the revision procedure it was noted that one of the ø6.5mm x 50mm reform ti modular non-cannulated - non-fluted screw (39-sg-6550) was broken mid-shaft. The broken screw was removed and replaced. It was also noted that the tip of a t25, lock-screw torque driver (39-rd-0060) broke while final tightening the last lock screw. The tip was recovered and the procedure was completed with no further issue.

Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2025, utilizing the reform pedicle screw system. Subsequently a revision procedure was performed on (B)(6) 2025. To extend the existing construct. During the revision procedure it was noted that one of the ø6.5mm x 50mm reform ti modular non-cannulated - non-fluted screw (39-sg-6550) was broken mid-shaft. The broken screw was removed and replaced. It was also noted that the tip of a t25, lock-screw torque driver (39-rd-0060) broke while final tightening the last lock screw. The tip was recovered and the procedure was completed with no further issue.